Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided/unknown. D1: brand name is not provided/unknown. D4: catalog number and lot number are not provided/unknown. E1: initial reporter¿s title is not provided/unknown.

Event description:
Stripped abutment on implant. Tooth # 11. The implant was removed.

Manufacturer narrative:
This report is being submitted to report additional information. The customer provided the catalogue number as well as the lot number. The following sections are being reported: d1: brand name, d2: type of device, d4: catalog number and lot number, g4 PMA/510(k) #, h2: if follow-up, what type, h10: additional narratives/data.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d4: expiration date and unique identifier (UDI) number. H2: if follow-up, what type. H3: device evaluated by man.ufacturer. H4: device manufacturer date. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. Zimvie received one healing abutment for evaluation. Visual evaluation of the as returned devices identified the encode abutment with signs of use, and was observed damaged. The encode abutment was attached to an implant and could not be disengage. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are incorrect techniques used during placement - customer error. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.